Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and determined that bad valves had caused the event. He then replaced the valves. He verified the module's performance by qc and precision checks with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas 8000 cobas ise module (double). The reporter was able to provide one example of a discrepant result: the initial result was reported outside of the laboratory. The moving averages and the qc were out-of-range, prompting the patient sample rerun. The initial na result was 148 mmol/l. The repeat result was 141 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The investigation reviewed the last calibration performed on 24-jul-2024 and the results were within specifications. The investigation reviewed the qc data before and after the event. The investigation reviewed the alarm trace and no issues were noted. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.